Event description:
Patient presented in the physician office with instability and pain. A revision of the acetabulum was planned. On (B)(6) 2014 a revision hip arthroplasty was performed. The stem was deemed to be well fixed. The shell was grossly loose. The components were removed and no excessive wear was noticed. Patient had an alumina/alumina connection. The psl shell was grossly loose but significant bone was attached to the shell.

Manufacturer narrative:
Expiration date and manufacturing date corrected. An event regarding shell loosening involving a trident shell was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned for analysis. Insufficient information was received for review with a clinician consultant. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.

Event description:
Patient presented in the physician office with instability and pain. A revision of the acetabulum was planned. On (B)(6) 2014 a revision hip arthroplasty was performed. The stem was deemed to be well fixed. The shell was grossly loose. The components were removed and no excessive wear was noticed. Patient had an alumina/alumina connection. The psl shell was grossly loose but significant bone was attached to the shell.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.